Event description:
Healthcare professional reported a deflation on the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the inner surface and one linear opening on the anterior. A leak test and microscopic analysis were performed which identified: one opening crease smooth on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the anterior due to fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation was deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on the left side. Device remains implanted.